Event description:
The customer reported the device had an intermittent screen (display) issue. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device had an intermittent screen (display) issue. There was no reported pt involvement. A philips field service engineer evaluated the device and did not confirm the problem. The field service engineer opened the device, reseated wires, connections and tightened screws. All performance assurance tests passed. The device was put back into service. As of (B)(4) 2013 there has been no further calls for this device with this issue. We are considering this a malfunction based on the customers report but we cannot determine the cause.